Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, unable to see any drawers on the device and drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that installing a helmer refrigerator¿user was able to see all drawers but now could not see any drawers on the device. Then it was saying "not detected on the bus" for all drawers. A field service engineer identified that the helmer refrigerator required proper dial settings on the irac boards. Adjusted row one and two to their correct positions. The existing refrigerator configuration was deleted and reconfigured to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, unable to see any drawers on the device and drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.